Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast augmentation reconstruction with a mentor siltex round spectrum, 175cc breast implant experienced unknown-sided deflation post procedure. As a result patient underwent an explant on (B)(6)2 021.